Event description:
It was reported that the customer was hospitalized due to low blood glucose of 27 mg/dl. It was stated that the customer was experiencing unexplained low blood glucose for one day. The customer's most recent glucose reading was 300 mg/dl, and she was treated with glucose tablets. It was stated that the customer was connected during the rewind/prime process. Troubleshooting was performed. Reviewed the bolus and found that the customer did not bolus for one day. Checked the alarm history and noticed several low reservoir alarms. Ran a displacement test and passed. The nurse called back and stated that the customer's insulin pump was not recording her boluses. Reviewed the pump history and shows no boluses after (B)(6) 2011. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.